Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 150cc saline breast implants which the right side deflated, and there is issue bilaterally with capsular contracture grade IV, after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.

Manufacturer narrative:
Additional information received on november 30, 2022 indicated that the procedure updated to primary breast augmentation, the issue of deflation was bilateral. Patients age at the time of event was (B)(6). Manufacturer¿s reference number: (B)(4).